Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The carrier tube assembly was returned unmated from the hemostasis sheath and collagen was stuck in hub of the sheath. No other components were returned for evaluation. Visual inspection revealed that the carrier tube assembly was completely removed from the hemostasis sheath and the collagen was found stuck in the hemostasis valve. The tamper tube was released, and the suture was almost unspooled. The deployment sleeve of the device was in full rear lock position with color bands fully exposed. The suture was intact, connecting the carrier tube and hemostasis sheath. The bypass tube was located at the proximal portion of the carrier tube. No other visual anomalies were noted with the device. Then, manual tension was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen being exposed and stuck in the hemostatic valve. The complaint could be confirmed for the failure mode of pullout. It is likely that the device was manipulated by the user after the deployment difficulty that was experienced. The likely root causes for the alleged issue of pullout may include failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. No other anomalies were found that affected the functionality of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that post the diagnostic catheterization, an angio-seal delivery tube did not deploy the anchor intravascularly. Upon retraction all components of the angio-seal platform came out of the subcutaneous space, and a hematoma developed which was approximately 5cm in diameter. Manual compression was held to achieve hemostasis. The patient was in stable condition. The procedure outcome was satisfactory and was discharged the same day. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.